Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) at maximum output during routine follow-up approximately two weeks post-implant. A revision procedure was performed wherein the physician attempted to reposition the lead but re-extend the helix after several attempts. The lead was removed and an alternate was implanted. The explanted lead was not made available for return. No additional adverse patient effects were reported.